Manufacturer narrative:
B2 outcomes attrib to adv event updatedb5 describe event or problem updated and correctedb6 relevant tests/laboratory data updatedd4 lot number, model number, catalog number, expiration date, UDI updatedd6a implant date updatedg1 manufacturing site updatedg2 report source updatedh4 device manufacture date updatedh6 impact codes updated

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, approximately one year post index procedure, transesophageal echocardiogram (tee) identified a thrombus on the surface of the closure device. No patient complications were reported. It was further reported a 20mm watchman flx laa closure device with delivery system (wds) was used to perform the laa closure in (B)(6) 2022. It was previously reported the thrombus was identified in (B)(6) 2023; however, it was further reported the thrombus was identified in (B)(6) 2023. The patient was hospitalized for a heparin infusion and discharged on warfarin with a target inr range set between 2-3. However, subsequent monitoring revealed an inr of 1.97, prompting an additional follow-up examination in (B)(6) 2024. The patient is currently at home and asymptomatic.

Manufacturer narrative:
B5 describe event or problem updated. H3 device eval by manufacturer:one (1) biplanar transesophageal echocardiogram (tee) still image was provided for analysis and was reviewed by a bsc medical director. The image was not of optimal quality but was consistent with showing a device related thrombus on the atrial surface of the device.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, approximately one year post index procedure, transesophageal echocardiogram (tee) identified a thrombus on the surface of the closure device. No patient complications were reported. It was further reported a 20mm watchman flx laa closure device with delivery system (wds) was used to perform the laa closure in (B)(6) 2022. It was previously reported the thrombus was identified in (B)(6) 2023; however, it was further reported the thrombus was identified in (B)(6) 2023. The patient was hospitalized for a heparin infusion and discharged on warfarin with a target inr range set between 2-3. However, subsequent monitoring revealed an inr of 1.97, prompting an additional follow-up examination in (B)(6) 2024. During the (B)(6) 2024 follow-up examination it was confirmed the thrombus was resolved.

Manufacturer narrative:
B3: date of event - aware date of (b)(3) 2023 used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). In (b)(3) 2023, approximately one year post index procedure, transesophageal echocardiogram (tee) identified a thrombus on the surface of the closure device. No patient complications were reported.